Manufacturer narrative:
Initial and final MDR 1879781- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set tubing was leaking at site on (B)(6) 2024. The blood glucose level was 230 mg/dl and 270 mg/dl at the time of event. The infusion set was in use for 1 - 1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information available.